Event description:
The pt was utilizing bipap at the time of the event. Bipap machine completely shut off. O2 saturation dropped. There were no audible or visual alarms from the bipap machine at the time of the event.